Manufacturer narrative:
Lagunas, a.c., chen, p., ruiz, r., jhand, a.s., baishya, n., lempka, s.f., et al. (2025). Factors affecting anal sphincter recruitment during intraoperative pudendal nerve stimulation: an observational study. International urogynecology journal. (2025) 37:175¿182. Https://doi.org/10.1007/s00192-025-06238. Continuation of d10: product ID neu_unknown_lead lot# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown b3: please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported event: one female participant had their implanted lead removed and was re-enrolled.